Manufacturer narrative:
Inspected one opened/used enlite sensor and perform bicarbonate buffer test. The sensor failed per specifications due to low readings.

Event description:
It was reported that the customer's blood glucose was at 598 mg/dl, when his insulin pump went into a low threshold suspend. The customer also stated that he once ate twenty candies and his blood glucose went up to 500 mg/dl, but the sensor was reading 50 mg/dl. The customer also stated that he had received a sensor reading of 41 mg/dl while his blood glucose was over 400 mg/dl. The further reported that he had a serter malfunction. The customer also reportedly experienced a sensor glucose reading of 185 mg/dl while his blood glucose was 71 mg/d, he calibrated, and received a calibration error and change sensor alert. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.